Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information received from a healthcare professional (hcp) regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient's managing physician said the pump "hasn¿t worked in a long time and there's no medication in it". No other details were known. No symptoms or patient complications reported.